Event description:
It was reported that during a lap prostatectomy procedure, the tissue pad lifted off. No adverse consequence to patient. Procedure completed with same like product.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.